Event description:
Extreme difficulty walking [gait disturbance]. Knee was swollen and very painful [joint swelling]. Knee was swollen and very painful [arthralgia]. Case narrative: this is a serious spontaneous case received from a consumer in united states. This report concerns a male patient of unknown age, who experienced knee was swollen and very painful, and extreme difficulty walking during treatment with euflexxa (sodium hyaluronate) solution for injection unknown route and concentration, 1 injection, weekly for 3 weeks, for unknown indication from (B)(6)2023. The patient reported the first injection of euflexxa was administered on (B)(6)2023 and stated that by the next day, the knee was swollen, very painful and had difficulty walking. The patient was in severe pain the seven days until the next scheduled injection on (B)(6)2023 and then told his doctor that he was no longer willing to take the rest of the shots. The patient reported that the doctor drained 22 ccs of fluid and injected cortisone. The patient reported continuous pain in that knee and extreme difficulty in walking. The patient stated, "one year of treatment by another orthopedic doctor was wiped out by one injection of euflexxa, I want something done about this." The knee was swollen, very painful and extreme difficulty walking was medically significant and required an intervention. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of knee was swollen was unknown, the outcome of knee was very painful and extreme difficulty walking was not recovered. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) (B)(4) and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.

Event description:
Extreme difficulty walking, cannot get around, basically crippled [gait disturbance] knee was swollen and very painful [joint swelling] knee was swollen and very painful [arthralgia] case narrative: this is a serious spontaneous case received from a consumer via regulatory authority in united states. This report concerns a male patient of unknown age, who experienced knee was swollen and very painful, and extreme difficulty walking during treatment with euflexxa (sodium hyaluronate) solution for injection unknown route and concentration, 1 injection, weekly for 3 weeks, for unknown indication from (B)(6) 2023 to an unspecified date in (B)(6) 2023. The patient reported the first injection of euflexxa was administered on (B)(6) 2023 and stated that by the next day, the knee was swollen, very painful and had difficulty walking. The patient was in severe pain the seven days until the next scheduled injection on (B)(6) 2023 and then told his doctor that he was no longer willing to take the rest of the shots. The patient reported that the doctor drained 22 ccs of fluid and injected cortisone. The patient reported continuous pain in that knee and extreme difficulty in walking. The patient stated, "one year of treatment by another orthopedic doctor was wiped out by one injection of euflexxa, I want something done about this." The patient reported that their left knee was injected with what was to be the first of three injections of euflexxa 20mg. The injection was performed by a physician. The patient reported that by the end of the day, their knee was painful and swelling. The pain continued for the next week and the swelling continued into the patient's lower leg and foot. The patient saw the physician and told the physician to discontinue the euflexxa. The physician drew 22 ccs of fluid from the knee, and the patient stated that they still have pain in the knee and cannot get around. The pain was reported as continuous, and the patient stated they were "basically crippled". The knee was swollen, very painful and extreme difficulty walking was medically significant and required an intervention. The extreme difficulty walking incurred disability. Action taken with euflexxa was dose withdrawn. No concomitant medication was reported. At the time of this report, the outcome of knee was swollen was unknown, the outcome of knee was very painful and extreme difficulty walking was not recovered. Overall listed (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = kr. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received 01-sep-2023, from a consumer, follow up 01: recurrent events of pain, swelling, cannot get around were reported. Disability added to seriousness criteria. 1994:pain, 2544: ambulation difficulties, 4577: swelling/edema.